Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed the presence blood exposure. There was blood residue observed between the polyurethane (pu) cut surface and the screw flange only on the cavity ID end of the dialyzer. Gross visual examination of the returned device identified no defects or irregularities on the fiber bundle or any of the molded components. The dialyzer was subjected to a laboratory bubble point test and failed. An internal leak was noted on the non-cavity ID end potting cut surface. The device was also subjected to destruction disassembly. Upon removal of the fiber bundle, a short fiber was identified on the circumference of the dialyzer at approximately 230º on the non-cavity ID end with the dialysate ports at 0º. There were no other damage or irregularities observed. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were three approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak at the non-cavity ID end of the dialyzer. The complaint has been deemed confirmed.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred a few minutes after initiation of the patient's hemodialysis (hd) treatment. The machine alarmed appropriate for blood leak and blood was visually observed in the dialyzer and hansen lines. Blood test strips were used and positively confirmed the presence of blood. No dialyzer defect or damage was visible. The patient¿s estimated blood loss (ebl) was reportedly unknown but it was stated that the patient¿s blood was not returned following the blood leak. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.